Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient reports that they have felt heating of the skin over the pacemaker. Device was interrogated normally with no errors. Device remains implanted at this time and will be evaluated further. Should additional information be received, this file will be updated.

Manufacturer narrative:
16-jun-2023 device was explanted (B)(6) 2023 upon receipt, the device interrogation revealed the battery status eri. The amount of charge taken from the battery was verified. The battery condition was found to be as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. Further, the device was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly, the final acceptance test proved the device functions to be as specified. In conclusion, the root cause for the mentioned heating sensation was not determinable. The pacemaker was fully functional. The battery status was anticipated.